Event description:
It was reported that there was leakage at the bonded 3 way (at the site of zeroing) on flotrac while initiating flotrac monitoring in hdu.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. Received (1) flotrac kit. Leakage was detected at zero-stopcock to flotrac housing uv bond joint. Zero-stopcock was completely broken off at the uv bond joint with flotrac housing. Damage occurred at flotrac housing male luer. The edges of damaged luer appeared to be twisted. Stress marks were evident on the entire bonded stopcock female luer.